Manufacturer narrative:
The customer¿s report of the tubing ballooned in the silicone segment was confirmed. Visual inspection of the set noted silicone segment tubing had a bulge, discoloration, and was weakened just below the upper fitment. No other abnormalities were observed. Ballooning was not replicated in any clamped testing but has been replicated in unclamped testing when the tubing had been visually observed to be compromised (from previous ballooning). The silicone segment walls were found to be concentric. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the tubing ballooned at the silicone segment, and it is believed to have been a nursing error. There was no patient harm.